Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and fentanyl via an implanted pump for non-malignant pain. It was reported that the patient had a two-hour lockout. App version - 2.0.1700. The handset was lagging at 90% for about two minutes. It was noted they had a bad shoulder, so it was hard for them to hold the communicator over the pump. The agent reviewed data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient would call back if further assistance was needed. During the call, it was noted that last year the patient had their pain pump replaced. They had the 8835 programmer with the antenna that worked great. It was reported when the pump was replaced, they were given the handset and communicator and that the equipment connected to the pump fast, however over time the equipment connected to the pump and delivered boluses slower and slower. The patient confirmed that they were referring to the handset lagging at 90%. The company representative (rep) gave them another handset, however that handset slowed down the same way over time. The patient stated that also the handset would say to wait or close the app. During the call, the patient saw application restarting due to system error service code 156. The agent reviewed the service code. The patient noted that they had a stylus for the handset since their fingers did not work. Regarding the event date, the patient stated that it was probably within a month after getting the device and then stated that it was probably a year and a half ago. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2025-07-23 and it was reported that this patient preferred the old version of the personal therapy manager (ptm), primarily due to multiple surgeries and mobility. He felt it worked better. It was reported that the doctor initially cut down on the number of boluses per day. It was then increased back to the initial number. The rep has discussed with the patient many times and in person shown ptm and had no issues. There was not an issue to report to the rep's knowledge. The doctor was aware the patient had complained about wanting the old version back and that the rep had spoken to him about the new one more than once. The rep did not have the specific date, time or location of any events regarding reporting this, as when meeting the patient in office, felt it was a user error and was able to show them c orrectly with success on their end, at the time. Additional information was received from a healthcare provider (hcp) via a company representative (rep) again on 2025-08-06 and it was noted the patient¿s frustration with his ptm was soley because he preferred the old version that no longer exists (the super old version). Regarding the outcome, it was reported that his ptm had been working correctly to the rep¿s knowledge. The rep did not have access to this patient¿s ptm to download logs, but as mentioned his current ptm did work, he just does not prefer it. It was also reported the previous pump was replaced for normal reasons, to the rep's knowledge, in 2024.